Event description:
Device was returned for service. During service, technician found the adaptor has a broken tooth due to a fault in the material, therefore, the mandrel shall be replaced without any costs as it in the warranty period. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor was functioning improperly and the adaptor is in poor condition. This was attributed to faulty cleaning and maintenance. The device was replaced and sent to the customer on (B)(4) 2012. Placeholder.